Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop23-29; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was released, severe aortic regurgitation was observed. Circulatory failure immediately occurred. The patient was resuscitated and placed on extracorporeal membrane oxygenation (ECMO). Pericardial effusion was present therefore drainage of 500ml was performed. The valve was post-dilated and the aortic regurgitation regressed. After two hours, there was no improvement. The patient was taken to a computed tomography (CT) scan, which revealed an aortic dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 67.8mm with a perimeter derived diameter of 21.6mm suggesting a size 26mm evolut valve. The first angiogram showed the valve deployed just prior to the point of no recapture at an appropriate depth and no obvious signs of aortic dissection. The subsequent angiogram after valve release showed significant aortic regurgitation and an evident aortic dissection that appeared to originate near the outflow of the evolut valve frame. The cause of the aortic dissection cannot be determined with the provided three medial files. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, the valve contributed to the aortic dissection. Per the physician, the delivery catheter system (dcs), sheath, and guidewire did not contribute to the injury. The location of the aortic dissection was directly at paddle height in the ascending aorta. Per the physician, the valve paddles or struts in the outflow area may have caused the dissection. No treatment was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.